Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisting the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if the issue reappeared.